Event description:
It was reported that during engineering evaluation, it was observed that the small battery drive device had a sticky trigger. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was most likely due to the motor assembly or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.